Event description:
It was reported that the patient's pump had been running successfully for approximately 30 minutes. The pump then stopped and the controller alerted that it had switched to backup and to check the pump. Multiple attempts were made to restart the pump, but were unsuccessful. The controller was changed out, but continued to alert and the pump was not able to start. The pump was then changed out. It was later decided to switch the patient to (B)(6). The tandemlife equipment was reported to have been discarded by the facility so product return is not expected. No additional relevant information has been received to date.